Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs received and shows that the alarm 389 triggered for four times. Adc screenshot shows that without o2 connected, the o2 sensor is showing 4.23 bar. Oxygen input pressure sensor is probably faulty. Gas path test shows that the safety valve is leaking 76.62l/min and the o2 supply indication sign is sometimes showing "no supply". Test instructions for o2 supply sensor sent to the customer. Instructions for the replacement of valve sent to the customer together with the base unit test templates. O2 safety valve was replaced. Feedback received from the customer that complete calibration went well and alarm 389 is not active.

Event description:
The customer reported while using bellavista 1000, the alarm 389 (no 02 dosing possible) active on the device. There is no patient involvement associated with the event.